Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016 due to it being dislodged and replaced with another rv lead. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)